Event description:
It was reported that during a laparoscopic cholecystectomy procedure, either the clips from one of two different devices were used to secure the cystic duct and cystic artery. Approx 2-3 days after the procedure, the pt became unwell and underwent a laparotomy and spent time in the itu at another unk hospital. In the surgeon's notes, he believed the procedure to have gone well. He believes the issue is with regards to the clips having slipped off the cystic duct or artery. All devices were discarded. Info received in 2009: I'm afraid I have no further info on the pt besides that the pt is female and not suffering from cancer. The product was disposed of and there is no record of product or lot. [Both devices] were held on the shelf, and we have the lots for the previous orders. I do not know where the second surgery took place. Info received two days prior: can you clarify which device was fired on the cystic duct, and which was fired on the cystic artery? The device was er320 and was used for cystic duct and cystic artery. Please give specifics to how the pt became "unwell"? The pt became unwell at [a facility] and had CT, drainage and ultrasound, but nothing was detected. Two days later the pt reported to [a different hospital] and had to have an emergency laparotomy for a bile collection. The first physician did not perform the second procedure. What was found during the second procedure? The two clips on the cystic duct had come off and she had a bile collection in her abdomen. How long was the pt in the itu? Dont' know. What is the pt's current status? Well and fully recovered, but has a laparotomy scar. Is the pt's weight and age available? Unk. Did the pt have any pre-existing conditions? Unk.

Manufacturer narrative:
Date sent: 08/06/2009. Info is unavailable; device was not returned for eval. Eval summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the mfg related records were reviewed and we were unable to confirm the complaint nor determine a mfg or design related cause for the reported event. Complaint info is trended on a regular basis to determine if further investigation is warranted.